Event description:
A talent stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unknown. It was reported the aortic neck was conical 23 mm proximal, 27 mm mid and 29 mm distally. The aortic neck was 1.5 cm in length. The stent graft moved distally about 1.5 cm (watermelon seeded) during ballooning. There was a type I endoleak and the physician placed an aortic cuff. CT was performed two days post stent graft implant revealing a type I endoleak and the physician elected to explant the stent graft and surgically convert the patient to an open repair. The explanted stent graft is pending evaluation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: endoleak. Pending device returned for evaluation. Conclusions: pending device returned for evaluation.